Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
The patient's spouse reported that the patient's heart stopped during a post-heart attack stent placement procedure. The spouse reported being told by the physician that they could not wait for the cardiac resynchronization therapy defibrillator (crt-d) to shock the patient and the patient had to be shocked externally. The spouse also asked if something was wrong with the right ventricular (rv) lead since it did not shock the patient. Follow up yielded no information. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.